Event description:
Eval revealed that the force sensor resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Eval revealed that the force sensor resistance measurement was out of calibration. Review of the pump history revealed loss of prime warnings associated with zero force. The pump was primed successfully and exercised with no alarms occurring.